Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradual increase in shock impedances with current measurements greater than 125 ohms. Boston scientific technical services (ts) noted that the gradual increase in shock impedances is suggestive of calcification or ionization of the lead body versus a lead integrity issue. Ts recommended continue monitoring. No adverse patient effects were reported. The lead remains implanted and in service.